Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same; it cannot be determined that the alleged infection is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The patient had a chronic non-healing infected wound prior to initiating v.a.c.® therapy and it is not clear if the initial infection resolved prior to initiating v.a.c.® therapy. The physician also reported the patient has several comorbidities and is extremely non-complaint. The device passed quality control checks before and after patient placement.

Event description:
On 28-jan-2021, kci quality engineering completed an evaluation of the device. On 09-dec-2020, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2020, the device was placed with the patient. On 26-jan-2021, the device was tested per quality control procedure by kci quality engineering and passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged infection is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The patient had a chronic non-healing infected wound prior to initiating v.a.c.® therapy and it is not clear if the initial infection resolved prior to initiating v.a.c.® therapy. The physician also reported the patient has several comorbidities and is extremely non-complaint. A device evaluation is currently pending completion. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area, untreated or inadequately treated infection, inadequate hemostasis of the incision, cellulitis of the incision area.

Event description:
On 28-dec-2020, the following information was reported to kci by the patient: on (B)(6) 2020, the patient was admitted to the hospital allegedly due to the hospital finding more infection in their foot. Patient had magnetic resonance imaging test done and was on antibiotics. The physician reportedly did not know what caused the infection. On 08-jan-2021, the following information was reported to kci by the family member: the patient was discharged from the hospital and did not resume the v.a.c.® therapy after being admitted to the hospital. On 14-jan-2021, the following discharge information was provided to kci by the physician: on (B)(6) 2020, v.a.c.® therapy was discontinued with reason for discharge noted as surgical wound related procedure. On 20-jan-2021, the following information was reported to kci by the physician: the patient has had a hard time getting the wound to heal. The patient has several comorbidities, is extremely non-complaint and having the wound v.a.c.® in place may have all contributed to the reported infection and hospitalization. A device evaluation for the activ.a.c.¿ ion progress¿ remote therapy monitoring system is currently pending completion.